Event description:
The customer called to report that the sensor was not working properly. The customer removed the sensor, and he noticed that the sensor was not attached to the sensor hub. The customer checked the needle, but it wasn't there either. The customer stated that this site felt fine. Advised to return the sensor. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.